Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, it was reported that the lead's helix was not working properly. The lead was extracted and a new one was successfully implanted. No adverse patient effects were reported. The ra lead was returned for laboratory analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. The helix was extended and there was dried blood in the helix housing and neck region. The helix mechanism was tested and revealed that the terminal pin was spinning but not able to activate the helix; was rotating in either direction without any resistance. Resistance testing was completed to assess lead electrical performance and the measurements were out of specification. X-rays were taken and revealed a fracture of the conductor coil at the terminal pin weld. Laboratory analysis was able to confirm that the helix became non-operational due to the fracture of the inner coil.